Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a breast augmentation revision with two 450cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which was diagnosed with imaging. As a result, the patient underwent bilateral explantation on june 25, 2024. This report is for the left side device.

Manufacturer narrative:
On july 26, 2024, mentor received additional information regarding the patient's experience. The date of event has been updated to july 27, 2021. It was reported that the patient initial rupture diagnosis (via MRI) was complicated by a silicone granuloma formation on the left axilla region. The patient believed that the left breast was smaller. It was later determined that the left implant was found to be intact. The left axillary lymph nodes were excision; the lymph nodes and the capsule was sent for pathology. At this time, the results of pathology report have not been provided. The healthcare provider mentioned in the preoperative history that there was free silicone present in the left breast/axilla. Code a050403 for gel leak has been added in section h6-medical device problem code to capture this additional information. It was also reported that the patient developed capsular contracture (baker grade 3). The patient's replacement device was a 470cc mentor memorygel xtra breast implant (catalog number smhx470) with lot number 9876356. Manufacturer¿s reference number: (B)(4).